Event description:
It was reported to philips that there was an intermittent problem with the fluoroscopy. No harm to the patient or user was reported. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. The customer reported that there was an intermittent problem with the fluoroscopy. The issue was resolved in the subsequent case. There was no work performed by philips in this case. The system was returned to use in good working order. The codes were updated based on the investigation outcome.